Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf sigma comp was on insertion of the poly it would not seat due to soft tissue impairment. After several attempts, surgeon requested a new poly be opened. He states the tabs at the front of the poly are weaker in the xlk and stronger in the previous material. 10 minutes delay. No ae reported. Action taken: new tibial insert openend and put into patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Added: b5.

Event description:
It was reported that it was xlk sigma poly for insert . He used to use the marathon sigma poly insert.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the product was returned for examination and was forwarded on to our design team for investigation. The product received showed no sign of damage on review. The tabs at the anterior portion on the insert are not bent or fractured. The reported condition could not be confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.